Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed the patient¿s implantable cardiac monitor (icm) had false pause episodes due to under-sensing. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of false pause episodes was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact. The cause of low r wave amplitude in other false episodes is also undetermined, it might be related to posture change or other reasons.

Manufacturer narrative:
The reported event of false pause episodes was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact. The cause of low r wave amplitude in other false episodes is also undetermined, it might be related to posture change or other reasons.